Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort due to the placement of the ipg. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.